Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device had a blank display. Customer's blood glucose was 8.9 mmol/l. After troubleshooting, display did not return. Customer will not be returning the device for analysis.